Event description:
The customer reported that the unit was unable to acquire 12-lead ECG.

Manufacturer narrative:
The customer reported that the unit was unable to acquire 12-lead ECG. The unit was evaluated at the customer site by a philips field service engineer, and the failure was confirmed. Replacing the leads ECG trunk cable, resolved the issue.